Event description:
It was reported that the right ventricular (rv) lead had been manually programmed to unipolar due to rv lead issues. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 407645 implantable pacing lead - implanted 2005-(B)(6). (B)(4).

Event description:
It was further reported that the reason the right ventricular (rv) lead was programmed to unipolar was because of increased impedances. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).